Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd legacy pump was returned for analysis in a good condition. The customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure. Pump ran 2min 40 sec, pump alarmed over 2min 30 sec. Stopwatch e6721 used, test passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pumps, the pump failed accuracy by -8.65% no patient injury reported.